Manufacturer narrative:
(B)(4) = firing trigger teeth, lockout spring, cartridge. Additional information was requested and the following was obtained: paediatric case. The stapler was inserted around the hilum and then fired. There was a strange crunching noise noted when the device was fired. The device was reported to feel very tight and as if the stapler would not engage and fire. When the device eventually did fire, it only cut half the way along the pedicle. The staples did not go across the farther (distal) half of the pedicle. The device was reloaded and the surgeon attempted to fire outside the body but it was noted to be malfunctioning again and not firing. A new stapler was opened which worked well and there were no further issues. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two tr45w cartridge reloads present. The reload (a) was received partially fired 1/3 and with the reload lock out spring normal. Cartridge (b) tr45w, j5jn3a was received partially fired 1/3 and with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats surgery there was partial misfire of the gun. Same like product used. No adverse event to patient.